Manufacturer narrative:
(B)(4). Sleeve assembly. The analysis results confirmed that a sleeve of a 5mm trocar device (a) was received for evaluation. Further evaluation of the device found scratches at distal tip of the sleeve cannula. Although no shavings were returned or found on the trocar, based on the scratches, the most likely reason for the shavings is the interaction during the insertion and removal of the surgical devices. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. The analysis results confirmed that a sleeve of a 5mm trocar device (b) was received for evaluation. Further evaluation of the device found that it was in good condition; no shaving was noted. No conclusion could be reached as to what may have caused the reported incident. The analysis results confirmed that a sleeve of a 5mm trocar device (c) was received for evaluation. Further evaluation of the device found scratches at distal tip of the sleeve cannula. Although no shavings were returned or found on the trocar, based on the scratches, the most likely reason for the shavings is the interaction during the insertion and removal of the surgical devices. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. As the obturator was not received and it is the part that has the batch stamped, we did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances.

Manufacturer narrative:
(B)(4). Conference call took place to include ees sales rep, dm, marketing, cq, r&d, and rdl and the following information was obtained: the shavings were observed after 1.5 hours into the case. Rep voiced concern that the device may be larger than 5 mm. It is made of hard plastic material. Needle driver and grasper are the only devices used with this trocar. Multiple instrument exchanges occur throughout the case. Detected issue when particle fell into the body cavity. The surgeon also informed the rep that during this case, he had an issue where the seal had torn.

Event description:
It was reported that during a laparoscopic roux-en-y bariatric procedure, when the grasper was inserted into the sleeve, a plastic piece shaved off into the patient. They removed it trough the trocar and continued to use the trocar to complete the procedure. There was no patient consequence reported.